Event description:
Leakage of the pilot balloon along the seam on 2 tyco/nellcor/shiley #8 dct tracheostomy tubes. Required replacement of each tube. Dates of use: 2009. Diagnosis or reason for use: resp failure. Event reappeared after reintroduction: yes.